Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested, and the following was obtained: what is the product code and/or lot number of the circular stapler? Unknown. What was the circular stapler used for in the first procedure? Yes. What was the reason for return for a partial colectomy and colostomy? Postop ileus and obstruction. Why was the wound left open? Unknown. What is the alleged deficiency of the circular stapler? Unknown. What is the current status of the patient? Discharged.

Event description:
It was reported that the doctor performed a hysterectomy and oophorectomy on the patient on (B)(6) 2019 where an unknown ethicon circulator stapler was used. After the procedure was complete, the patient was monitored, not discharged. On (B)(6) 2019, the patient required a partial colectomy and colostomy. The wound had to be left open and a wound vac was placed. It was not known what precipitated the need for the additional procedures. The patient stayed in the hospital after the additional procedures and developed acute kidney injury, requiring hemodialysis, remaining in the ICU with supportive care. The patient developed septic shock and c. Difficile followed by intra-abdominal abscess with (B)(6) and pseudomonas wound infection. The patient completed antibiotics and the condition improved. Patient was discharged to a skilled nursing facility on (B)(6) 2019.